Event description:
It was reported that the patient was hospitalized on (B)(6) 2017 for breathing difficulty and swelling. The patient's condition gradually got worse. Loss of pacing was observed. The patient later passed away due to cardiac arrest.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.